Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200150 764520 act artic e1 hip brg 28x44mm s50 dia28; 650-1055 2963327 delta ceramic option head dia2 8; 650-1066 2963360 option taper sleeve ti 0mm typ e 1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device requested, but retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03464.

Event description:
It was reported the patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to dislocation. Reviews of x-rays received confirm dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs received. Review of the available records identified superolateral dislocation of the left hip arthroplasty the device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.